Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection verified the reported condition as flow was not observed from the distal luer when the slide clamp was disengaged from the tubing. The tubing near the distal luer was then cut off, separating the distal luer from the rest of the device. Fluid was then observed coming out of the tubing, which indicated blockage at the distal luer. Microscopic examination of the distal luer found that the no flow condition occurred due to excess solvent on the tubing located at the solvent-bonded junction of the distal luer post. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not prime. The device had been filled with 90 ml of 0.9% normal saline and idursulfase. The event occurred while attempting to prime the device. There was no patient involvement. No additional information is available.